Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 49 mg/dl. The customer reported having infusion sets to exchange. The customer had no symptoms. The customer did treat for the low blood glucose level with glucose tablets. The current blood glucose level was unknown. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.